Event description:
Information was received on (B)(6) 2009, that a client fire brigade in (B)(6) 2009 had observed an ignition of a liv oxygen. As (B)(6) crew put on the cylinder for service (first opening) sparks occurred around the bottom valve opening. The valve was closed, but sparks continued out of the bottom of the valve (assembly shroud and outlet connection). There were no injuries and there is no damage.

Manufacturer narrative:
The present case is one out of 9 incident reports in connection with 7 liv ignitions. Evaluation summary: root cause analysis summary: the cause of ignition with highest probability is ignition of hydrocarbons, lubricant and/or debris by adiabatic compression. Potential sources of hydrocarbons and lubricants; lubricant (fomblin) migration, (lubricant from gce manufacturing of valve). Leaching of contaminants (phthalates) from o-rings in valves (lubricant in solvent) and hydrocarbon oil. Leaching of contaminants (phthalates) from fill connector at filling plant at linde potential sources of debris. Debris from manufacturing process of valve at gce. Debris from filling plant at linde. Debris from wear, valves in use. The design (filter and location of components in the high pressure side of the valve) of the gce liv valve 5 micron filter is likely to cause more sensitivity to adiabatic compression heating than the gce oxygen design.